Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue and blood glucose. The customer's blood glucose was 432mg/dl at the time of call. Trouble shooting was performed and found sensor updating and was kicked out of auto mode which caused the high blood glucose. The call was lost and unable to trouble shoot for the high blood glucose.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.